Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 11-mar-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device involved in this incident, it was determined that the root cause of the issue was a customer-provided power strip that was loosely connected to the wall socket and had a tripped ground fault circuit interrupter (gfci) switch, which interrupted power to the medstation and the refrigerator. A field service engineer resolved the issue by securely plugging in the power strip, resetting the gfci switch, and reconfiguring the power connections so that the pyxis main station was powered directly from a wall outlet as per standard configuration. After these corrective actions, the application launched successfully, and all components including the tower, main station, and refrigerator functioned as intended. The system operated as expected after the field service engineer completed the repair.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, it remained offline and the display stayed black even after reboot. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.